Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while prepping the tibia on the primary knee case, the tibia fractured posteriorly. Because of this, the surgeon wanted to implant a revision tibia with stem. Due to patient's tibia and tibial canal being very small, they were unable to ream to 15 mm in order to cement a stem so the only alternative was to use a smaller pressfit stem. The reamers were not on location and sterile at the time so the doctor decided to close the patient until he had the proper instrumentation. They got the needed instruments and implanted a sigma mbt revision 1.5 tibial base with a 12mm x 75mm stem later that evening. Doe: (B)(6) 2020.